Event description:
Pt was admitted in 2001 with aspirational pneumonia. The following month an unknown j-tube was inserted. 13 days later, a 7 french j-tube was placed after a previously placed j-tube coiled back into the stomach. The coiled tube was reported to have been removed. The following month, a 9 french j-tube was introduced. There is no mention of the 7 french j-tube. 3 days later the pt was discharged. 5 days later, the pt was admitted to hosp with aspirational pneumonia. In the 2002 the pt was reammitted to hosp. A CT of their chest showed a tubular foreign body looped around itself within the distal esophagus. 4 days later, the gastric peg was replaced. 6 days later, the pt was discharged. 2 days later, the pt regurgitated a 20 inch tube (severed j-tube with suture remnant). In 2004, the pt died. Bard does not list a 7 french j tube.